Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece was returned for investigation. A review of the log file confirmed the reported "e22 - motorpack error". Visual inspection confirmed fluid ingresson the assembly connector board and the motorpack to handpiece cable assembly with the returned associated aquabeam motorpacks. How fluid entered was unable to be determined, no leaks were observed inside the handpiece, thus fluid entered was from an external source. A review of the device history record (DHR) for serial number (B)(6) and the lot number20c00673 for the aquabeam handpiece were performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and the aquabeam handpiece met all design and manufacturing specifications when released for distribution. A review of similar complaints identified five (5) other similar events have been reported to procept. The aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. If error persists, reconnect handpiece to motorpack. If error continues, replace handpiece. 5.4 precautions: aquabeam handpiece setup. Inspect the aquabeam handpiece to ensure packaging integrity. Do not use the aquabeam handpiece if packaging integrity is compromised. Hospital required accessories and disposables. Trus probe cover. Procept lithotomy drape (ref 351101) or equivalent. Three (3) drapes for aquabeam robotic system (deroyal ref (B)(4) or equivalent). Motorpack drape. Handpiece articulating arm drape. Trus articulating arm drape. Keyboard banded bag drape (ecolab ref 60040s, medline invisishield ref dyneje63628r, or 3m ref (B)(4) ). The likeliest root cause of the reported "e22 - motorpack error" was determined to be use related due to the instructions in the user manual not being followed to seal the motorpack to handpiece connection. This issue is mitigated in the current user manual um0101 rev f., which instructs the user on how to properly drape and by requiring a motorpack drape and a handpiece articulating arm drape. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e22 - motorpack error" was generated by the aquabeam robotic system. Several troubleshooting steps were performed; however, the issue could not be resolved. The aquabeam handpiece and aquabeam motorpack were replaced and the aquablation procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.